Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. There was liquid contamination damaging the pca and cells. The cause for the failure was isolated to the contaminated battery. The root cause of the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery was unable to power on a monitor.